Event description:
The representative reports the product was explanted in 2006 after 10 months implant duration. Information received indicates the tissue on the patient r-buttock where the ins was implanted appeared swollen, red and close to eroding. The device could not be recharged due to shallow battery placement. Because the battery was depleted, the user was unable to interrogate. The device was removed in 2006 to aid healing. Gram stain results obtained were positive. Additional information has been requested. Product was returned to the manufacturer. The patient reportedly has recovered without sequela. Re-implantation after approximately one month was indicated at the time of the report in late november 2006.

Manufacturer narrative:
Preliminary device analysis was not available at the time of this report. A follow-up report will be sent when device analysis is complete.